Event description:
The customer reported via phone call that she was hospitalized due high blood glucose. Customer's blood glucose was 410 mg/dl. The customer stated that she were experiencing symptoms of vomiting. Customer was admitted to the hospital on (B)(6) 2015. The customer was treated manual injections. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked reservoir tube lip.